Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The manufacturing evaluation, visual inspection report stated that one leaf spring is broken, the other leaf spring is deformed and bent in the opposite direction. The threaded rod of the locking mechanism is bent. The exact cause of this occurrence can not be defined afterwards. Therefore this complaint is indeterminate from a manufacturing standpoint. The product development, visual inspection report stated that the 399.130 bone spreaders were received in 2 pieces, the main handles and the broken spring section. They appear to be in good condition, no scratches, dings or scrapes. There is no apparent corrosion on any of the parts. The design evaluation report states that spring elements are a stressed dynamic mechanism that can fail for many reasons (ie. Over-loading, surface conditions, number of loading cycles, stress concentrations to name a few). The design tries to accommodate these factors, but use and handling in the field can very dramatically affecting its performance. Given the design evaluation and the review of the complaint history, it is product developments conclusion that the disposition of this complaint is indeterminate.

Event description:
It was reported that during the routine expansion of the veptr, done every six months, the rib expansion pliers have a metal that tensions the instrument and it broke. A second device was then used and it broke. A third unknown device was used to complete the procedure. Event #2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.